Event description:
User receiving high total bilirubin patient results. No information provided to determine exact number of patient samples affected of actual date of occurrence. Only the following patient example was provided. Initial result gave 1.7 mg/dl; repeat gave 2.2 mg/dl. Sample repeated on different analyzer giving 0.9 mg/dl. Initial or repeat results from the mira were not reported. If additional information is received, appropriate notification will be provided.